Event description:
It was reported that it seems like the implantable neurostimulator (ins) was messing up the radio. The ins went ¿haywire¿ and ¿stimulated very heavily¿ almost like a shocking sensation. This only happened when the patient was in the car and this had started last week. Manufacturing representative told the patient that her impedances and resistances were good. Patient was aware of guidelines and had the ins for a long time and did not have interference previously.

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1994, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3888-28, lot # l32963, implanted: (B)(6) 1994, product type lead. (B)(4).